Event description:
Caller reported a malfunction on pump with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted with resetting pump, after which the malfunction did not recur. Customer was advised to continue using pump and to contact support if issue reappears, which caller understood.